Manufacturer narrative:
This report is being supplemented to provide additional information based on the results of third party testing, the device evaluation, and the legal manufacturer's final investigation. The device was evaluated where no abnormalities were found that could have led to the positive culture. A few defects were noted where the bending section rubber glue was chipped, there was insulation failure at the distal end, the biopsy channel inner wall and insertion section were scratched, and the universal cord was wrinkled. However, these defects are not considered severe enough to cause a potential adverse event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely the subject device was inappropriately reprocessed. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The legal manufacture reviewed the users cleaning disinfection and sanitization practices provided and confirmed that manual cleaning and sterilization were not performed. The following is included in the device IFU: "warning: an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.

Event description:
It was reported by the customer, the evis exera iii colonovideoscope tested positive for greater than fifteen (15) colony forming units (cfus) of aerobic spore formers due to defects in the scope. The issue was found during a routine culture of the scope. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause. K to the customer, as soon as the product is clean again.

Manufacturer narrative:
The cleaning, disinfection, and sterilization (cds) evaluation was performed by the customer. There was no patient infection. The sampling was routine. The flushing channel was precleaned with bodedex forte. Manual cleaning of the instrumentation suction channel and the instrumentation channel opening was performed with bodedex forte along with an olympus model bw-412t brush. There was no manual disinfection. Bht innova was used as the automatic endoscope reprocessor (aer) along with proteazone plus detergent and rapicide pa a+b disenfectant. The scope was not sterilized. The scope was stored in a endostore bht drying cabinet after treatment. Maintenance/repair was preformed by olympus. The subject device has been received and is currently in the evaluation process. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.